Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had been experiencing elevated blood glucose (bg) levels between 466 and over 500 mg/dl. Manual injections were administered to address the bg level. At the time of the report, bg level was 72 mg/dl. A system check was performed with tandem technical support and the pump performed as intended. The contact loaded a new cartridge and customer resumed insulin therapy via the pump. A recommendation was made for the customer to contact the healthcare provider regarding bg levels.